Event description:
It was reported that the patient died. The 50% stenosed target lesion was located in the non-calcified and severely tortuous left internal mammary artery to distal left anterior descending artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a 2.25x12mm synergy ii drug-eluting stent was used but had difficulty advancing. The device was attempted to remove but the stent was dislodged at the anastomosis. A 2.0x12mm emerge balloon catheter was advanced and deploy the stent with two inflations at 18 atmospheres for 16 seconds each. Afterwards, a slow flow down in the vessel was observed. Nitroglycerin was given to restore normal blood flow; however, the vessel still had slow flow. The physcian tried going back in with an interventional wire to balloon it up but it ended leaving it as is. The patient was transferred to the floor and later in the afternoon, the patient coded and expired later the same night.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 12 stent delivery system was returned for analysis. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp mark are visible on the exposed balloon. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.0140'' guidewire inserted through distal tip but met an obstruction approximately 225mm distal to distal tip. The device soaked in a waterbath for 24 hours. After a 0.0140'' guidewire was inserted through distal tip and exited the port bond without issue. No other issues were identified during the product analysis.

Event description:
It was reported that the patient died. The 50% stenosed target lesion was located in the non-calcified and severely tortuous left internal mammary artery to distal left anterior descending artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a 2.25x12mm synergy ii drug-eluting stent was used but had difficulty advancing. The device was attempted to remove but the stent was dislodged at the anastomosis. A 2.0x12mm emerge balloon catheter was advanced and deploy the stent with two inflations at 18 atmospheres for 16 seconds each. Afterwards, a slow flow down in the vessel was observed. A nitro was given to restore normal blood flow; however, the vessel still had slow flow. The physician tried going back in with an interventional wire to balloon it up but it ended leaving it as is. Thereafter, the patient was coded later afternoon once patient was transferred to the floor and eventually died later the same night.